Event description:
The account alleged the motor mount broke causing the motor to torque and cut into the cabling. Bare wires were exposed on the cabling.

Manufacturer narrative:
The account replaced the foot hi/low motor to resolve the problem.